Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the pump powered on to "verify" screen normally. A review of the pump history showed dates from 11/14/2013 - 11/23/2013. The date of the complaint was 10/29/2013. There was no black box data to support that timeframe; the current black box showed no warning or alarms related to complaint, however, the alarm history showed multiple low battery warnings and one replace battery alarm. During investigation, a battery compartment crack was observed. There was no evidence of moisture contamination inside the battery compartment or on underside of battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The current draws were found to be within specifications. The pump case was removed and no evidence of moisture contamination was observed inside the pump; no evidence of intermittent contact was found with the battery contacts. The issue of multiple low and replace battery alarms was observed in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life was short and did not meet the expectations of the user. The patient had replaced the batteries multiple times with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.